Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen cracked; however, it is still functional. Reportedly, the customer is unsure how the screen became cracked. There was no impact to the customer's blood glucose level. It was noted that the customer would continue to use the pump until replacement pump is received.